Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 119cm r2p sheath along with the dilator was returned for evaluation. Visual inspection revealed no gross anomalies noted with the dilator. The sheath has broken at 10.3 cm measured using a ruler from the hub of the sheath. No other anomalies were noted on the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that tensile forces likely contributed to the damage that was observed. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a destination slender sheath was being inserted into the patients left radial artery when a puncture in the wall of the sheath was recognized. The hole was clean through the sheath as blood came squirting out as the sheath was advanced. The patient was stable. The patient will be brought back for femoral access at a later time due to being unable to reach the target lesion. The blood loss was less than 250 cc's. Additional information received on december 20, 2018: the procedure being performed was a lower leg angiogram. The sheath was inserted over a cordis soft storq wire. Radial artery was not measured. They were unable to reach the target lesion. The physician decided to abort and bring the patient back for a different access point. The sheath was removed and a regular tr band was applied. Patient was unable to be treated.